Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2018, an eye care provider (ecp) from (B)(6) emailed to report that a patient (pt) had to have surgery and ¿almost lost her right eye¿ while wearing 1-day acuvue moist for astigmatism contact lenses (cl). -the ecp reported that the pt wore the lenses for ¿about 15 days¿ and upon wearing the ¿last one¿ experienced pain and consulted with an ophthalmologist. The ecp reported that after the examination it was determined that ¿it was bacterium¿ and ¿the client¿s right eye was marked with lens diameter.¿ the ecp reported that the client only wears cls and ¿she had to redo emergency optics and wear an ocular dressing since the intervention of her ophthalmologist.¿ on (B)(6) 2018, additional information was received from the ecp: -the ecp reported that the pt experienced ¿burns and pains as if she had bits of glass in her eye¿ and the pt was diagnosed with a bacterial ulcer in the right eye (od). The ecp reported that the pt's eye is ¿ok¿ now. It was unable to be confirmed if a culture was taken to diagnose the bacterial ulcer. Multiple attempts were made to obtain additional information, but were unsuccessful. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.